Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the implantable cardiac monitor exhibited under sensing. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.